Event description:
It was reported that anti-tachycardia pacing (atp) and ventricular shock therapy were delivered to convert multiple arrhythmia episodes. One episode accelerated into the ventricular fibrillation (vf) zone post atp which required a 41j shock to convert the arrythmia. Review of the stored electrograms (egms) showed some episodes suggesting possible slow ventricular tachycardia (vt) with 1:1 va conduction in progress prior to commencement of the treated arrhythmias. The device remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.